Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. It was confirmed that this device met manufacturing specifications prior to distribution and there was no indication that the device manufacturing process contributed to the reported complaint. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of message error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted inappropriate atrial tachy response (atr) due to far filed oversensing when the low amplitude was lower. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported. This device continues to deplete in a predictable and accelerated manner. Based on conservative modeling, this device will not deplete to eri battery status within 90 days. We recommend that this device either be replaced or have the battery status reevaluated in 90 days time. At this time, this ICD remains in service, and there were no adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. It was also noted inappropriate atrial tachy response (atr) due to far filed oversensing when the low amplitude was lower. Device replacement was recommended. At this time, this ICD remains in service, and there were no adverse patient effects reported.